Manufacturer narrative:
Medtronic has received the stent graft and its analysis has been completed. The device was explanted during surgical conversion due to an increasing aaa, the patient was successfully converted to open reapir. Monitoring had revealed that the patient had residual type 2 endoleak, with aneurysm expansion. At explant, the source of the bleeding into the pulsatile sac was reported as likely caused by a type 2 endoleak; however, the exact location of the bleeding could not be identified. It was reported that the stent graft did not appear to have any integrity issues. Upon examination, no graft integrity issues were found that could have contributed to the aneurysm expansion.

Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that during the initial implant there was a type I endoleak which was attempted to be repaired with a complaint balloon, but the endoleak did not resolve. The physician then attempted a non-compliant balloon, which did not resolve the type I endoleak, but it did cause the stent graft to move distally approximately 5mm. The physician elected to place and aortic cuff which was flush with the renal arteries. At the completion of the initial stent graft implantation there was no type I endoleak present. It was reported that approximately 18 months post stent graft implant the patient was brought back, due to the aneurysm enlargement from 6cm to 7.5cm due to a persistent type ii endoleak. The physician surgically converted the patient to a conventional stent graft. The stent graft and its components were removed from the patient. The procedure was complicated by an unanticipated bleed from the patients spleen. The physician elected to remove the patients spleen. The patient was sent to ICU in guarded condition. The following day the patient had renal failure, was placed on a ventilator, and a feeding tube was inserted. Medtronic vascular has received the stent graft and the analysis is pending. No additional clinical sequelae were reported and the patient is fine.